Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per previous discussion with the customer, it is their policy not to provide patient information. Log review only.

Event description:
It was reported that the device failed to alarm "air-in-line" as the air in the tubing was observed being pumped well past the air-in-line (ail) detector. It was noted that the volume to be infused (vtbi) was programmed to be greater than the actual remaining volume of the sodium chloride 5% IV bag. The event occurred in intensive care unit. There was no patient injury. During a non-bd investigation, an initial test was performed with the device set-up in an "as-is" state, the ail detector sensed the air in the tubing and the pump produced an alarm. Upon further device inspection, some residue was detected on the pump module and on the ail detector. Additionally, visual inspection revealed minor plastic deformation of the tubing in the area where it engages into the ail detector. On further testing, the tubing set was re-primed and air was intentionally introduced. The ail detector sensed the air in the tubing and the device produced an alarm. Preventative maintenance was performed and the device passed with no faults. Photos of the involved devices were provided by the customer.

Event description:
It was reported that the device failed to alarm "air-in-line" as the air in the tubing was observed being pumped well past the air-in-line (ail) detector. It was noted that the volume to be infused (vtbi) was programmed to be greater than the actual remaining volume of the sodium chloride (B)(4) IV bag. The event occurred in intensive care unit. There was no patient injury. During a non-bd investigation, an initial test was performed with the device set-up in an "as-is" state, the ail detector sensed the air in the tubing and the pump produced an alarm. Upon further device inspection, some residue was detected on the pump module and on the ail detector. Additionally, visual inspection revealed minor plastic deformation of the tubing in the area where it engages into the ail detector. On further testing, the tubing set was re-primed and air was intentionally introduced. The ail detector sensed the air in the tubing and the device produced an alarm. Preventative maintenance was performed and the device passed with no faults. Photos of the involved devices were provided by the customer.

Manufacturer narrative:
The report of a device failing to alarm for air, when air was seen in line, was not confirmed. The pump module event log shows that no air in line alarms occurred on the date of the reported event (16 january 2020). The event log does show that the device alarmed for air in line 3 different times on previous dates, however it could not be determined exactly how much air was in the line when this occurred. The error logs were not returned for investigation. There were no abnormalities observed with the customer -provided primary tubing set (model 2420-0007) and no leaks observed from the set. Photos provided by the customer confirmed residue on the pump module and ail detector, however the photos of the tubing set did not confirm any deformation to the tubing. Deformation of the section of tubing that is inserted into the detector is normal, as this portion of tubing is slightly compressed during inserted into the air detector. The pump module was not returned for investigation. The root cause of the reported failure to alarm was not identified. Customer on-site testing indicated that the device was detecting air appropriately.